Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was implanted on (B)(6) 2017. On (B)(6) 2018, during a control visit to another hospital, the patient was seen to be having sensory symptoms due to suspected valve malfunction. It was noted that the patient had no improvement after the valve was implanted.